Event description:
It was reported patient underwent a total left knee arthroplasty on (B)(6) 2013 with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2013 due to a fractured bone. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.